Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The safety was observed to be broken. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of broken safety that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when making end to end anastomosis during a low anterior resection, the reload and anvil closed and green bar was visible but the stapler did not fire. Another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when making end to end anastomosis during a low anterior resection, the reload and anvil closed and green bar was visible but the stapler did not fire. Another stapler was used to complete the case.